Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 13.5 cm from the tip. No kinks or damage were noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 2.5 x 12 mm promus element stent to treat the 99% stenosed target lesion located in the severely tortuous left circumflex artery but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that a shaft break occurred.